Event description:
The patient reported that he had experienced flu-like symptoms, memory loss and "lessened mental and speaking ability." The date of onset was unknown and the patient's current condition could not be determined. Subsequent to review of product labeling the representative followed-up via phone call with the patient and provided there are known side effects attributed to the therapy related to speech but not to memory problems or flu-like symptoms. The patient had seen the physician (date of follow-up was not provided), and reported "they are trying new drug therapy to help him." Additional information has been requested form the physician. Refer to MFR report #6000153200800162.

Manufacturer narrative:
.